Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a communication from the foreign importer (distributor). "Our dealer claims the primary audible alarm is missing, unit doesn't alarm, they replaced the gde [gas delivery engine] and the problem was corrected. They claim they replaced the tca board from a good known gde, and it corrected the problem on the defective gde. This is all the info our dealer provided. Instructed dealer to find out if this unit was on the pt when the audible alarms stopped working, if the unit was on the pt, let us know if the pt is okay. A gde is going to be ordered for this unit."

Manufacturer narrative:
The carefusion tech support rep sent an e-mail to the foreign importer (distributor) seeking additional info concerning the reported event, pt involvement and the condition of the pt if the device was on a pt. As of sep 29, 2010, there has been no response from the foreign importer (distributor). The foreign importer (distributor) did not submit a user facility/importer report to the MFR. (B)(4). Carefusion issued a return materials authorization (RMA) number to the importer (distributor) in (B)(6) for the return of the alleged faulty gas delivery engine for eval. As of sep 29, 2010, the alleged faulty gas delivery engine has not been received.